Event description:
It was reported that air in line alarms received within 2-3 seconds of pressing the start key without air bubbles in the IV set. This was reported to bd representatives during site visit. There was no information on patient involvement. No devices will be returned for investigation as this was a generalized comment with no specific events and no further information.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.